Manufacturer narrative:
Additional information: additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in shock impedance measurement to high out of range greater than 3,000 ohms in bipolar configuration. A lead safety switch alert was triggered in the remote home monitoring system with no evidence of noise before or afterwards. Technical services (ts) discussed troubleshooting and programming options, noting the patient is zero percent ventricular paced. The patient was seen in office two days later, and bipolar was the same impedance measurements, but unipolar was stable. The physician chose to reprogram device sensitivity and stay in unipolar configuration for optimization. The physician will address the lead when device changeout is warranted. No adverse patient effects were reported. The lead remains in service. It was reported additionally that the lead also exhibited noise. No adverse patient effects were reported. The lead remains in service. Additional information received indicated that this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 206mm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe the event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in shock impedance measurement to high out of range greater than 3,000 ohms in bipolar configuration. A lead safety switch alert was triggered in the remote home monitoring system with no evidence of noise before or afterwards. Technical services (ts) discussed troubleshooting and programming options, noting the patient is zero percent ventricular paced. The patient was seen in office two days later, and bipolar was the same impedance measurements, but unipolar was stable. The physician chose to reprogram device sensitivity and stay in unipolar configuration for optimization. The physician will address the lead when device changeout is warranted. No adverse patient effects were reported. The lead remains in service. It was reported additionally that the lead also exhibited noise. No adverse patient effects were reported. The lead remains in service. Additional information received indicated that this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in shock impedance measurement to high out of range greater than 3,000 ohms in bipolar configuration. A lead safety switch alert was triggered in the remote home monitoring system with no evidence of noise before or afterwards. Technical services (ts) discussed troubleshooting and programming options, noting the patient is zero percent ventricular paced. The patient was seen in office two days later, and bipolar was the same impedance measurements, but unipolar was stable. The physician chose to reprogram device sensitivity and stay in unipolar configuration for optimization. The physician will address the lead when device changeout is warranted. No adverse patient effects were reported. The lead remains in service.